Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient arrived at clinic with complaints of an extremely loose power port on the controller "that felt as though it was about to fall out at any time". The patient did not report any alarms related to the loose port and denied dropping or damaging the controller or using excessive force when making power connections.&#2060;og files were sent and the controller was exchanged with no effect on the patient.&#2062;o further information was provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port one (1) connector found loose with the o-ring gasket displaced and power source port two (2) found loose. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation to evaluate the loose connector. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.